Manufacturer narrative:
(B)(4)

Event description:
See also MFR report # 3004209178201008117. It was reported that the pt never had therapeutic effect on one of the leads. It was further noted that contact 0 had an impedance reading greater than 3,600 ohms. No further details, pt symptoms or outcome were provided. Add'l info was requested but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.